Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's implantable cardioverter defibrillator exhibited under-sensing at the onset of a ventricular tachycardia episode. This was seen on a remote transmission from (B)(6) 2020. The device did eventually detect the episode and treated it successfully. Programming changes were made by the clinic on (B)(6) 2020 in order to address the issue. Patient was stable after the event.